Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the injury to the dura occurred due auto release did not work when the surgeon used the perforator to open the 2nd or 3rd burr hole in the sta-mca surgery on (B)(6). The patient¿s condition was stable even it seemed to be contusio cerebri. The number of revolutions of the drill was always 750,000, but this time was 60000. The drill was manufactured by medtronic (midas). The complaint detail will be provide by the hospital on (B)(6). The product will not be returned to your site. Additional information: the product was not re-sterilized. The part near the top of the head was punctured. The issue occurred when open the 4th burr hole. It was opened without stuck anything. When using the product to open 1-3 holes, the number of revolutions was 75000 m. After that, the diamond bar was used to open 4th burr hole(the number of revolutions was 60000.). There was no hole gap. The bone pad seems to have not been formed. There is no particular problem at the moment with the patient(however, MRI also seems like brain contusion.)

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was visually inspected utilizing unaided eye. No anomalies were observed. Test performed. Unit was found to performed as intended. Test performed. Unit completed testing (5 holes) and was found to performed as intended. DHR review conducted. No anomalies were observed. Complaint could not be verified. Unit was found to meet all acceptance criteria. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.